Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a concentric, de novo lesion with no tortuosity located directly under the bifurcation to external iliac artery, the lesion length was 140 mm. A 10 x 100 mm absolute pro stent delivery system was advanced to the target lesion and deployment was started, but during the attempt to position the stent, while pulling back the delivery system, the stent got caught with bifurcation, which stretched the stent. The stretched stent was implanted at the target lesion and an additional planned 9 x 60 mm absolute pro stent was used to cover the rest of the long lesion. A 10.0 mm non-abbott stent was implanted to cover the stretched part of the stent. The procedure was completed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.